Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd4a ambuflex and extraneal viaflex therapies. The following was reported during a call with baxter customer services. On (B)(6) 2012 the patient was diagnosed with and hospitalized for peritonitis. Cause of peritonitis was unknown. The patient was treated with an unknown antibiotics. On (B)(6) 2012 the patient was discharged from the hospital. The patient was re-educated on proper aseptic technique. The patient recovered. The event was unrelated to baxter products.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted for potentially associated lot number: h11l12065. No exceptions were observed that were related to the reported condition. A batch review was conducted for potentially associated lot numbers: h11k26018 and h11j09032. An exception was noted for the batch but does not indicate any issues related to the complaint. The problem was not confirmed as the sample was not returned for evaluation. Therefore the cause of the peritonitis could not be determined.